Event description:
Healthcare professional reported bilateral implantation of seri during primary breast reconstruction on (B)(6) 2015. Post-implantation, on (B)(6) 2015, the patient presented with bilateral abscesses and infection. The seri device was completely removed and discarded on (B)(6) 2015, and the tissue expanders were removed on (B)(6) 2015. The device was discarded and will not be returned.

Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event and product details. The events of infection and abscess are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. The physician discarded the device when it was explanted, and it is no longer available for return. Therefore, allergan will not receive the device and no analysis or testing will be done.